Event description:
Received info stating that during fill tubing, the customer was not seeing insulin exit the tubing event after having delivered 30 units. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.